Manufacturer narrative:
(B)(4). Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, hypotension was noted, and fluoroscopy with contrast showed the valve had dislodged into the sinuses with severe aortic insufficiency. The valve was left in the sinuses. Subsequently, a second valve was successfully implanted, at a depth of 8mm; the aortic insufficiency and hypotension resolved. Following implant of the second valve, a post-implant balloon aortic valvuloplasty (bav) was performed and angiography showed patent coronary arteries. A few minutes later, sudden hypotension was noted, and angiography indicated the right and left coronary arteries were occluded. Cardiopulmonary resuscitation (CPR) was performed for approximately one hour during attempts to open the coronary arteries, but the attempts were unsuccessful. The patient died in the operating room. The cause of death was coronary occlusion. Per the physician, it was suspected that the first valve migrated after implant of the second valve, which caused the coronary artery occlusion.